Event description:
Proxy biomedical was notified (B)(4) 2012 via email by the polyform distributor (B)(6) that they have received a complaint on (B)(6) 2012, regarding a polyform product from a patient's legal representative. The complaint states that as a result of the polyform implant, a patient injury. The date of implantation of the mesh was (B)(6) 2011. The patient is identified as (B)(6); patient is female, her weight and height details are unknown. The hospital where the implant procedure occurred is the (B)(6). The physician's name is dr (B)(6). The polyform product part and lot number are unknown. No other information regarding the product or the patient is available at this time.

Manufacturer narrative:
Device was not returned for evaluation. Conclusion: inconclusive, investigation ongoing. The device is a synthetic device made from polypropylene. Injuries such as mesh erosion, infection, incontinence, adhesion, fistula formation and pain are documented risks associated with the polyform device - reference design fmea and polyform product insert (instructions for us).